Manufacturer narrative:
Operator of device: patient/consumer. A review of the device history record (DHR) showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. During visual inspection no damage or deformation was on the samples. Supplier investigation did not identify the root cause of this issue; all results were found to be within specifications. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was loss of resistance during use of the device. No patient injury was reported.